Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -12.0 diopter lens tore/broke during loading. There was patient contact. No patient injury was reported. The problem was resolved. The cause of the event was stated as other. Reportedly, "defective forceps??"